Event description:
It was reported that there was a catheter issue as ¿ascenda anchoring went broken.¿ reportedly, the issue was with the dispenser tool as the metal ¿inner¿ of the anchoring dispenser tool got stuck to the catheter while trying to remove the dispenser. A new ascenda package was opened and the anchor was changed when they managed to remove the metallic part of the dispenser tool. Diagnostic testing and troubleshooting performed included free cerebral spinal fluid (csf) from the catheter. The issue was reported as resolved but the cause of the issue was not determined. The patient¿s pump and catheter were implanted successfully. At the time of the report the patient's status was reported as alive-no injury and there were no patient symptoms or complications associated with this eve nt. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
The anchor deployment tool was returned with the anchor still attached/stuck on the hypotube. The proximal side of the anchor was folded in. The hypotube handle was also broken off/detached from the hypotube. The anomaly seen was likely related to the silicone blocking that occurred between the interaction of the anchor and the hypotube. In conclusion, the handle separated from the hypotube on the anchor deployment tool. Further, the catheter anchor did not properly detach from the ascenda tool and therefore was not able to be used.